Event description:
The ventilator exhibited a vent inop error and alarmed. The customer reported that there was no pt involvement or reported pt harm. Vent inop, when in use will stop providing ventilatory support to the pt. The respironics service technician inspected the device and duplicated the customer reported problem: the service technician replaced the exhalation flow sensor to correct the problem and the unit passed per operating specs.